Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the battery to resolve errors 858 and 417 pointing to the system power manager (spm). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a defective battery and spm issue.

Event description:
It was reported that the isi rep. Called back to report that a battery message and preventive maintenance message were still present and that an issue that was previously reported had returned. No known impact or patient consequence was reported.